Event description:
The user facility reported that during a transurethral ureterolithotomy procedure, the users could not see through the scope due to noise of image. The procedure was completed with a different device. There was no patient harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the reported abnormal image. There was evidence of fluid invasion inside the control body, light guide cable and scope connector which likely caused or contributed to the reported phenomenon. In addition, a leak was noted in the instrument channel due to physical damage. This report is being submitted as a medical device report in an abundance of caution.